Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement. A3: patient sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. G4: 510(k) no.: k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: blood sampling three way broken and blocked. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Appearance confirmation of the actual device upon receipt - the yellow cap on the three-way valve (red valve) had been damaged. - a part of the damaged cap had been fitted to the port. Appearance confirmation of the actual device with a microscope (after cleaning) - no foreign matter or air contamination that could lead to a loss of strength was observed on the damaged surface of the yellow cap. Simulation test - as a result of applying a sudden impact load to a factory-retained yellow cap, it was observed that it broke with a part of the cap fitted into the port. - upon inspecting the appearance of the damaged surface of the broken yellow cap with a microscope, it was confirmed that the damage was similar to that of the actual device. The manufacturing record and the shipping inspection record of the actual device - no anomaly was found. Past complaint file - no other similar report of the product with the involved product code/lot# was found. [Cause of occurrence/conclusion] based on the investigation results, it was considered possible that the yellow cap of the three-way valve broke due to some impact load; however, it was not possible to clarify when the load was applied from the condition of the actual device. Relevant IFU reference: - do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. - if the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.